Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display) issue. It was reported that there was a line across the display screen image. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1; date of submission: 07/10/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 06/24/2015 with the following findings:visual inspection revealed a horizontal line across the display screen visual: the reported display issue was confirmed. The pump case was removed, and the display screen was found to be free of damage. The suspect display screen was replaced with a test display screen; the pump display functioned properly with the test display screen installed. It was concluded that the reported issue was directly caused by a failed display flex.